Event description:
Boston scientific received information that the patient contacted patient services and stated that during device interrogations she experiences syncope. The patient was unsure as to what test was being performed when the syncope occurred. It was also noted that there was concern over possible lead issue. The field representative noted that the patient has missed her last two follow-up appointments, thus no additional information is available.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.